Event description:
It was reported that the buttons werenot responding on the customer's insulin pump, after the customer jumped into water with the pump on. The customer's blood glucose level was 239 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Traces of corrosion were noted at the motor assembly per visual inspection. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)